Event description:
It was reported that after the customer performed an energy calibration and delivered 10 joules through the hard paddles assembly, a spark was noticed and a small hole was observed on one of the paddle plates of the paddles assembly. A burned component was also found on the therapy pcb assembly. In this state, the device is unlikely to have the ability to deliver defibrillation energy. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported issue. They replaced the hard paddles assembly and the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.